Event description:
Info received indicates a hydraulic valve is sticking, preventing the head section from articulating up.

Manufacturer narrative:
The tech replaced the hydraulic valve to repair the bed.